Event description:
It was reported by service report that, the hydraulic cylinder that lifts the cot is leaking oil. No adverse consequences or injuries have been reported.

Manufacturer narrative:
Leak.